Manufacturer narrative:
Concomitant medical products: product ID 97791, product type: accessory; product ID 97791, product type: accessory; product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 37746, serial# (B)(4), product type: programmer, patient. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported the device was explanted.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger. Product ID 37746, serial# (B)(4), product type: programmer, patient. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the patient could not get it to work. She replaced the batteries and she was trying to charge and something was wrong. The patient also had a really bad headache. She wanted someone to check her device. No interventions or outcome were reported regarding this event. Further follow-up was being conducted to obtain this information. The patient later reported that the device really did not work. The implantable neurostimulator (ins) was a pain and hard to recharge and they wanted it removed should they need an MRI in the future. It was noted that it was too strong when lying down. The issues had been occurring since 2015. The patient met and discussed with a manufacturing representative (rep). Further follow-up is being conducted to determine what steps were taken to resolve the issues. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Under analysis it was found that the ins (B)(4) was overdischarged prior to being received for analysis. The ins passed functional tested after telemetry was restored with a full physician mode recharge. It was found that there was reduced battery capacity due to overdischarge.

Manufacturer narrative:
The conclusion code no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.